Manufacturer narrative:
The pump was received with no vibration due to a broken vibrator wire. The pump passed the displacement, operating currents, off no power, unexpected restart, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump vibrate feature does not work before and after a battery change. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the pump did not vibrate during the self test. The customer was advised that the device would be replaced and agreed to return the product for analysis. No further details given.